Event description:
It was reported that during a cholecystectomy procedure, while firing on cystic duct, the user realized that the first two clips were properly fired and formed, whereas from the third on the clips remained open. The user tried the device outside the operating table but the problem persisted. He opened another device from the same lot but the clip fired did not fully close.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information: were clips dropping/ejecting from the device? No. Did clips fall into the patient? No. If yes, how were they retrieved? N/a. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes, after there was a strong resistance. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. What were the indications for surgery? Video-laparoscopic cholecystectomy what was found? Not reported. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No.